Event description:
It was reported that when firing the first shot into the tissue, the stapler feels forced into the tissue, and it misses on the second shot. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 820a73. Additional information was requested, and the following was obtained: 1. Could you please provide stapler details (product code/lot#/batch#)? Unknown. 2. Could you please provide more details for "it misses on the second shot"? The stapler did not feed the staples or the blade. 3. Did the device deliver any staples? Yes, on the first shot, with the first reload. 4. If yes, were the staples formed properly? Yes, on the first shot. 5. If yes, was the staple line complete? Yes, on the first shot, with the first reload. 6. Did the device cut? Yes, on the first shot, with the first reload. 7. If yes, was the cut line complete? Yes. 8. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. 9. Was there any difficulty opening the device? No. 10. If yes, how was the device removed from the patient? 11. If yes, did the jaws eventually open? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60g reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.